Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised in 2009 to remove the total knee due to infection. No further information received to date.

Manufacturer narrative:
User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. Additionally, multiple attempts have been made to obtain product identification from reporter/user facility. To date, no product identification has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product identification information was not provided (i.e. Part and lot number) therefore, manufacturing history records could not be reviewed. User facility was contacted in effort to obtain additional information, however, no further information has been received to date. Should additional information become available, a follow up report will be sent to the FDA. Expiration date - unknown. Date implanted - unknown. Age of device - unknown. Device manufacture date - unknown. This report filed october 22, 2009.

Event description:
It was reported that patient underwent total knee arthroplasty in (B) (6) 2008. Subsequently, the patient was revised on (B) (6) 2009 to remove and replace all knee components due to infection.

Manufacturer narrative:
Product identification and further information was obtained from the user facility through follow up efforts. Additional information is as follows: date of total left knee procedure was originally unknown, however, it was further reported to be (B) (6) 2008. Date implanted - (B) (6) 2008, exact day unknown. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records along with sterile certification show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised in 2009 to remove the total knee due to infection. No further information received to date.